Manufacturer narrative:
.

Manufacturer narrative:
Title: ¿a case of gore-tex sheet exposure in frontalis suspension surgery for blepharoptosis.¿ authors: hideki itakura journal: ganka rinsho kiyo (folia japonica de ophthalmologica clinica) (1882-5176) vol7-10 page 817 (2014.10).

Manufacturer narrative:
(B)(4): no testing methods performed.

Manufacturer narrative:
UDI: unknown. A review of the manufacturing paperwork could not be performed as the lot number was not available. Gore® preclude® dura substitute is intended for use as a temporary or permanent prosthesis for repair or dura matter during neurosurgery. The gore preclude® dura substitute instructions for use (IFU) warns that use of this product in applications other than those indicated has the potential for serious complications, such as suture pullout or failure of the repair.

Event description:
In a review of the following published literature, these findings were noted: title: ¿a case of gore-tex® sheet exposure in frontalis suspension surgery for blepharoptosis.¿ authors: hideki itakura journal: ganka rinsho kiyo (folia japonica de ophthalmologica clinica) (1882-5176) vol7-10 page817 (2014.10) on (B)(6) 2012, the patient underwent frontalis suspension surgery to repair blepharoptosis on the left eye using a gore preclude® dura substitute (pdx-03050). On (B)(6) 2013, the patient presented with blemish and swelling of the left upper eyelid as well as the corneal epithelium disorder. The pdx-03050 was also exposed from the upper left eyelid on the conjunctiva side. The pdx-03050 was removed from the patient. The swelling of the left upper eyelid and the corneal epithelium disorder were healed, and no complications were reported at the 5 months follow-up examination. The author noted that the cause of the exposure was the patient's fragile tissue due to multiple surgeries performed on the same area.